Event description:
A customer contacted beckman coulter inc. (Bci) in regards to higher than expected progesterone results generated by access 2 immunoassay analyzer for two patients. The results were not reported out of the laboratory. Subsequent testing with an alternate reagent pack produced results within a lower clinical range. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were serum and centrifuged for 3 minutes at 7200 rpm. Qc was performed with reagent pack s/n (B)(4) and the results were within the established ranges. The system checks performed on (B)(4) 2010 and met the specifications. No error was posted to the event log in association with the erroneous results. A bci field service engineer (fse) was on site on (B)(4) 2010. The fse performed a system check and a precision run. All verification testing met the specifications. A clear root cause for this event has not been determined.